Manufacturer narrative:
On 09/10/2013, isi obtained the following additional information from the site: d with the following information: the reported fallen piece was retrieved immediately with a debakey forcep through an assist port during the same da vinci surgical procedure. An x-ray was not required to locate the fallen piece and it was verified that the patient did not sustain any injuries due to the fallen piece. Based on the additional information, there was no evidence that the instrument caused or contributed to an adverse event. This complaint has been updated to be reported as a malfunction.

Manufacturer narrative:
Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the reported information, this complaint is being reported because a fragment of the broken cable has fallen into the patient. The patient reportedly was not harmed; however, it is unknown how the fragment was retrieved and if the patient required a secondary procedure. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified a broken cable on the fenestrated bipolar forceps instrument. A piece of the cable had fallen into the patient but was retrieved without any harm to the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Based on the provided information, it is unknown what steps were taken to retrieve the fallen cable piece. It is unknown if an x-ray or secondary procedure was required to retrieve the fallen cable piece.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that the pitch cable was broken at the instrument's wrist. The cable segments that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.